Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and an infrarenal aortic extension on (B)(6) 2013. On (B)(6) 2016 the physician identified a potential type 3b endoleak. An angiogram was completed and the type 3b endoleak was confirmed as well as a potential type 3a endoleak. On (B)(6) 2016 the physician elected to reline the initial devices and implanted a suprarenal aortic extension and an additional bifurcated device to seal the endoleaks. The patient is in stable condition.